Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0fw16, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that during lead implant surgery the surgeon pulled back on the lead wire. It was noted the surgeon pulled back on the silicone sheath and exposed the metal part of the lead. It was reported the patient was implanted with the same lead. It was noted the lead was tested intraoperatively. The manufacturer re presentative attached a photo of the lead.